Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to improper placement of the electrode array during initial surgery, resulting in poor performance. The patient was reimplanted with another cochlear device during the same surgery.